Manufacturer narrative:
During inspection and testing, the reported issue (insufficient air/water supply) was confirmed and found to be caused by clogged nozzle. The foreign material was not removed from the nozzle. In addition, service found there was a leakage from the instrument tube, the switch button #1 was discolored, the switch box was discolored, and the light guide lens was cracked. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited insufficient air/water supply. The reported issue occurred during inspection of the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device without a delay. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with some rubber-like foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a rubber-like material, but further analysis of the material could not be performed, and was therefore not able to be further identified. Deformation/damage of the air/water (a/w) nozzle was not reported. There was no deviation from the instructions for use. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.